Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became caught on tape and, when removed, the back and screen separated, resulting in screen bezel separation and the pump no longer being watertight; the affected device component was the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding in the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.